Event description:
It was reported that the procedure was to treat a moderately tortuous, moderately calcified and 99% stenosed diagonal of the left anterior descending artery. There was some resistance felt with the anatomy when advancing a 2.5 x 15 mm trek balloon catheter; however, it did cross the lesion. The balloon catheter was prepped and after inflating the balloon it was removed from the anatomy. The same balloon catheter was advanced a second time and again inflated when the balloon ruptured at 8 atmospheres. A new balloon catheter was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4) -incorrect prep. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. A query/review of the complaint history of the reported lot did not indicate a manufacturing issue. It should be noted that rx trek cdc instructions for use (IFU) states: all air must be removed from the balloon and displaced with contrast prior to inserting into the body. Based on the information reviewed, there is no indication of a product deficiency.